Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 694765 implantable tachy lead, (B)(6) 2008; 407652 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the lv (left ventricular) lead dislodged. The lead was explanted. During implant attempt of the replacement lead, the lead dislodged three times. The lead was not used and was replaced. No patient complications have been reported as a result of this event.